Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged statlock device is confirmed but the exact cause is unknown. One video sample of a statlock device in use with a powerpicc catheter. The right side locking door of the statlock is being held by the user. The door was observed to have broken at the hinge. Based on the damage observed from the video sample provided, possible contributing factors include damage during storage or excessive force used on locking door. Since the statlock was observed to be damaged, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of recp2531 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the statlock tab broke off after placement of the catheter.